Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked. Additionally, it was reported that a cartridge (alarm 29, alarm 31) occurred during the load sequence with multiple cartridges and a cartridge change error occurred. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer had insulin pens and an alternate pump available for insulin therapy.